Event description:
It was reported that the patient experienced extended charging of the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded per hospital policy.

Manufacturer narrative:
Exact date unknown, event occurred over a week ago from the date the manufacturer was made aware.